Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint (severe gas insufflation) could not be confirmed, gas insufflation of the device is in the standard range. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that they experienced severe gas insufflation into the surrounding tissue. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the gas insufflation issue could not be determined. Additional information was requested, but not available. If additional information about the event is received, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.